Event description:
It was reported that the customer's insulin pump alarmed button error. Customer stated they do not recall any significant events that lead to the event or if the device had been dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump has minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.